Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose and the two-way stop cock was not returned. The gray outer sheath was torn off approximately 54mm from the proximal end of the handle at the catheter reinforcement area. The stent graft was in place and not released. Partial circumferential break noted at the transition between grey and clear outer catheter, 161mm from distal tip. There was a gap between the atraumatic tip and the distal end of the outer catheter of 0.5mm. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned with the outer sheath broken. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for deployment failure and outer catheter break, based on the condition of the returned sample. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure in an a-v graft the stent graft was allegedly unable to be deployed. Additional force was applied to the delivery system until the outer sheath allegedly broke distally to the delivery handle. Reportedly, the entire device was removed and another stent graft was used to complete the procedure. There was no reported patient injury.